Event description:
It was reported that the mag mode on the 9800 system was changing on its own. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.